Event description:
It was reported by dealer there have been multiple issues with the irc5p concentrator and that they have reached out to the sales department to have it exchanged. Currently he states the unit is flashing 2 green, 1 red. Dealer states more parts were replaced on order 864049478. No further information provided.